Manufacturer narrative:
A sample was received for evaluation. During visual inspection, a hole was not found. The drape was placed over a warmer and about two liters of water were added to the basin to check for leaks. No leaks were found. No lot number was not provided for this complaint; therefore, a device history record could not be performed. Since the sample review did not confirm the non conformity, this does not appear to be the result of a personnel, process or material issue and the investigation is inconclusive. No further actions will be taken at this time.

Event description:
Cardinal is reporting that (B)(6) medical center has notified them of a hole in ors-331 that comes in a cardinal open heart pack. They indicated that the hole was on the warmer side of the drape. No patient injury or treatment was reported for the incident.